Event description:
The customer stated that the insulin pump was alarming during the manual prime. The customer stated that he could not complete the priming process due to the alarm. Nothing further was reported.

Manufacturer narrative:
During analysis, no alarms were observed. However, the insulin pump failed the displacement test due to the motor encoder signal being out of phase.